Event description:
It was reported that a remote alert was received from this subcutaneous implantable cardioverter defibrillator (s-ICD) indicating that the shock impedance was high and out-of-range (greater than 400 ohms). Boston scientific technical services (ts) was contacted and provided thorough steps for assessing the electrode integrity in-clinic, via provocative maneuvers, isometrics, and diagnostic imaging. The patient was subsequently seen in-clinic, where x-ray imaging was taken and no signs of a lead fracture were observed. Additionally, the impedance was observed to be in-range during testing (60 to 70 ohms). Nevertheless, the physician elected to explant and replace the s-ICD system to resolve the event, and no additional adverse patient effects were reported. The explanted system was returned for analysis.

Manufacturer narrative:
This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), h7 (if remedial type init, type), and h11 (additional MFR narrative). This report is being sent to provide corrected analysis results in h11 (additional MFR narrative). The returned electrode was thoroughly inspected and analyzed. Visual examination noted the electrode had been severed during the replacement procedure and was returned in two segments. Resistance tests were completed to assess the electrical performance of each segment. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), h7 (if remedial type init, type), and h11 (additional MFR narrative). The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that a remote alert was received from this subcutaneous implantable cardioverter defibrillator (s-ICD) indicating that the shock impedance was high and out-of-range (greater than 400 ohms). Boston scientific technical services (ts) was contacted and provided thorough steps for assessing the electrode integrity in-clinic, via provocative maneuvers, isometrics, and diagnostic imaging. The patient was subsequently seen in-clinic, where x-ray imaging was taken and no signs of a lead fracture were observed. Additionally, the impedance was observed to be in-range during testing (60 to 70 ohms). Nevertheless, the physician elected to explant and replace the s-ICD system to resolve the event, and no additional adverse patient effects were reported. The explanted system is expected to be returned for analysis.

Event description:
It was reported that a remote alert was received from this subcutaneous implantable cardioverter defibrillator (s-ICD) indicating that the shock impedance was high and out-of-range (greater than 400 ohms). Boston scientific technical services (ts) was contacted and provided thorough steps for assessing the electrode integrity in-clinic, via provocative maneuvers, isometrics, and diagnostic imaging. The patient was subsequently seen in-clinic, where x-ray imaging was taken and no signs of a lead fracture were observed. Additionally, the impedance was observed to be in-range during testing (60 to 70 ohms). Nevertheless, the physician elected to explant and replace the s-ICD system to resolve the event, and no additional adverse patient effects were reported. The explanted system is expected to be returned for analysis.